Manufacturer narrative:
The attachment was updated with additional clarification on the patient data.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of questionable elecsys troponin t high sensitivity stat assay (tnt-hsst) results from a cobas e 411 immunoassay analyzer compared to a cobas 6000 e 601 module at another laboratory. This medwatch will cover the cobas e601. For information on the cobas e411 please refer to the medwatch with patient identifier (B)(6). The tnt hsst reagent lot information was not provided. The investigation is currently ongoing.

Manufacturer narrative:
The customer believed the issue was only on the e411 and did not want the e601 investigated. No discrepant results were reported from the e601. The investigation did not identify a product problem. The cause of the event could not be determined.